Manufacturer narrative:
(B)(4). Batch # t94g7t. Device analysis: the device was received with the lower jaw bent. Upon inspection under magnification of the jaw it was noted that electrode was slightly separated from the lower jaw. This resulted in a short and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional testing could be performed. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. The ptc was damaged due to the short. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before a robot-assisted unknown procedure, the gaze was stuck between the jaws. When the sales rep and medical engineer checked the device and returned the handle to the home position, the gaze came out. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.